Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced intermittent signal loss, with the patient unable to maintain pairing and instructed to power down a receiver, consistent with a communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.